Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation. The device was at eri and explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun